Event description:
It was reported that an ilet bionic pancreas exhibited multiple small hairline cracks on the display while the device continued to function, and the user expressed concern about potential impact on water resistance; the user denied any impact on blood glucose control and provided no reports of alarms. Symptoms included no adverse clinical effects. Outcomes included no effect on clinical status and no interruption to therapy. Investigation included customer interview and complaint handling review. Investigation of this case revealed a cracked device display consistent with screen damage. It was concluded that the event involved a device display crack with no patient injury and continued device function.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.